Event description:
Employee was closing the lid on sharps container prior to disposing it, when a fistula needle punctured the plastic lid and employee's finger. Safe needle device on fistula needle had not been engaged.